Event description:
Upon attaching AED pads to patient during code blue, one of the pad wires were detached therefore causing the pad to not work. This caused a delay in critical care for the patient as a second set of pads were sought after. No harm to patient. Those present believed the defect was not realized until pad packaging was opened as it was an internal issue within sealed packaging. Biomed received faulty pads and is starting a conversation with the vendor and their qc team to be sure this is not an issue within other packages of pads that we have. It is possible that the wire was torn upon opening the packaging but is not clear yet. There is always 2 sets of pads on the code carts as a back up. In this case, there were two on the cart so the team was able to open the second pair and perform the shocks needed. Three months later, still waiting to hear from biomedical engineering team on their investigation into matter with zoll. Emailed manager today for additional information.